Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 5.4, retest inratio: 4.8. Results done about one minute apart.

Manufacturer narrative:
Investigation pending.